Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the hard disk drive. The system was tested and is operating as intended.

Event description:
The customer reported that an error message was displaying on the stenoscop system. No pt injury was reported.